Event description:
It was reported that when the infusion was complete, the nurse turned of the pump. As the nurse was getting ready to detach the set and flush the line, she noticed air in the tubing above and below the pump. There was no resultant patient complication due to this reported event.